Event description:
It was reported that patient presented after receiving an alert for nonsustained lead noise. The noise was seen on session records during office visit but could not be reproduced. The patient was setup with a merlin. Net system and the lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.